Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump were not working properly. No further information reported.